Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not scan with phone application (unknown iphone model, unknown ios), and therefore the customer was unable to obtain readings. The customer subsequently experience seizure and lost consciousness, but reported that they were then able to self-treat with juice and bread provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not scan with phone application (unknown iphone model, unknown ios), and therefore the customer was unable to obtain readings. The customer subsequently experience seizure and lost consciousness, but reported that they were then able to self-treat with juice and bread provided by a third-party. There was no report of death or permanent injury associated with this event.